Event description:
It was reported that during a procedure of the mildly calcified, moderately tortuous, 90% stenosed distal circumflex artery lesion, the xience v stent was implanted and during post-dilatation with the 2.50 x 15 mm nc trek balloon catheter the balloon slipped more than 5 times and the lesion could not be properly dilated. There was no reported adverse patient effect. A non-abbott balloon catheter was used in the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: launcher. The device was returned for evaluation and the reported balloon slipping could not be tested as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.